Manufacturer narrative:
Initial reporter occupation: non-healthcare. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the (B)(6) patient's legs were trembling, and the patient left his programmer at his other home in (B)(6). The patient couldn't turn the implantable neurostimulator (ins) down to see if that was the cause of the trembling in his legs. The patient was wondering if he could meet a local manufacturer representative (rep) for assistance in turning the ins down. The patient noted that the trembling has been occurring for at least 2 months and was worse when lying still. While the patient was sitting on a deck, he stated it seemed as though something was under the deck running as he was feeling a vibration; the patient picked his feet up and still felt the vibration. When the patient first got the ins, he turned it up high and got a trembling feeling in his legs. The patient has neuropathy that was getting worse, which may be the cause of the trembling. Also, when the ins was implanted, the patient's feet quit hurting from the neuropathy, but the pain started coming back about a week later. On (B)(6) 2018 the patient called back and again reported their programmer was forgotten and left in another state and the (B)(4) said there is nothing they can help him with and that they are trying to reach a manufacturer's representative (rep) in the area. Patient services contacted a rep regarding the patient's stim is too high and he has vibration in both legs. On (B)(6) 2018 an hcp called wanting instruction for turning device off and was advised to invite a rep in the area to assist. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and said affected device is currently still implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
"Intervention required" was selected in error on initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When as what was the cause or what were the circumstances that led to stimulation feeling too high/legs vibrating/worse when lying down for 2 months, the patient said they weren't sure what caused it; the implantable neurostimulator (ins) has been on the same setting since implant. When ask what steps were taken to resolve the stimulation feeling high/legs vibrating issue, the patient said stimulation was decreased to half of what they had it at; 1.1v. The patient then said the manufacturing company technician said the wire may have moved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.